Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced dyspareunia, slight incontinence; small area of vaginal mucosa separation, stress and urge incontinence with urgency and frequency, in addition, midureteral mesh exposure although it is unknown which of the implanted surgical mesh sling was involved and uti possible pyelonephritis.